Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl or 500 mg/dl and close to 60 mg/dl. Customer states that the insulin pump had insulin flow block messages. Customer states that they did self-test and insulin pump had hardware low level failures alarm during bolus. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states replacement of insulin pump due to second occurrence of hardware low level failures alarm during bolus. Customer declined to troubleshooting for insulin flow block alarm and they did not remember any blood glucose numbers. Customer also states that the insulin pump had motor arm cannot communicate with the main arm alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures (variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly. No pump error alarms noted during testing.